Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that there was air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 8015 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that air entered the unspecified bd alaris¿ pump infusion set line three times after hanging the saline bag, with the alarm sounding after each attempt. The following information was provided by the initial reporter: "in essence, a 3-week-old child with a blood disorder was brought to the hospital for a blood transfusion. While waiting on the blood, a nurse went to hang a bag of normal saline. She hung it and hooked it to the alaris pump. The alarm sounded that there was air in the line, and it was removed. She started the pump a second time and again, it scrambled and said there was air in the line. The nurse again removed the air from the line and started the pump for a third time. This time, the pump infused for approximately a minute until the child made an unusual sound. The child was evaluated, and a code was subsequently called. Plaintiffs allege that the child¿s code was the result of an air embolism."

Event description:
It was reported that air entered the unspecified bd alaris¿ pump infusion set line three times after hanging the saline bag, with the alarm sounding after each attempt. The following information was provided by the initial reporter: "in essence, a 3-week-old child with a blood disorder was brought to the hospital for a blood transfusion. While waiting on the blood, a nurse went to hang a bag of normal saline. She hung it and hooked it to the alaris pump. The alarm sounded that there was air in the line, and it was removed. She started the pump a second time and again, it scrambled and said there was air in the line. The nurse again removed the air from the line and started the pump for a third time. This time, the pump infused for approximately a minute until the child made an unusual sound. The child was evaluated, and a code was subsequently called. Plaintiffs allege that the child¿s code was the result of an air embolism."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of birth: unknown. The patient¿s age and awareness date were used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Texas, USA has been used as a placeholder based on the reported phone area code. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.